Manufacturer narrative:
(B)(4). Batch # n5358x. Additional information was requested and the following was obtained: what type of procedure was the device used in? Unknown did the jaws of the device eventually open to release the tissue? Yes or, did they manually pull the device off of the tissue with the jaws still closed? What was the product code of the cartridge (gst60t, ecr60d, etc.)? Unknown the analysis found that the ec60a device was received in good visual condition and without a reload present. The device was tested for functionality in the articulated position with a test cartridge reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the device opened and closed without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the customer states that the device was on tissue and they were unable to remove jaws from tissue. They had to manually remove the device with a lot of force. Another like device was used to complete the procedure. There were no adverse consequences for the patient.